Manufacturer narrative:
The device was examined on site by dräger service and the log file was made available for further investigation. The analysis of the log file could not confirm an active ventilation on the reported date of the event, 19 may 2025. It shows that merely multiple device tests were successfully performed on that day. On (B)(6) 2025, the device was started several times for ventilation. However, the entries could not be assigned to the individual patients due to a lack of information on the chronological sequence. Analysis of the log file revealed that the ventilation parameters were set conspicuously high during this period (including high respiratory rate, tidal volume and pmax). The maximum ventilation pressure pmax was set to the maximum of 60 mbar. Despite these high settings, multiple "paw high" alarms occurred, indicating that the maximum ventilation pressure was exceeded. In the further course of ventilation, additional alarms occurred, indicating a possible disconnection of the respiratory system. The specific health conditions of the patients are not known. However, the ventilation parameters selected appear to be very high overall and may have led to increased stress on the lungs. Whether this was the cause of the reported pneumothorax cannot be determined retrospectively. The case was therefore assessed to be reportable upon conclusion of the investigation. The analysis of the log file found no indication of a device malfunction. The device was tested by the dräger service and confirmed to be operating as per manufacturer´s specification. The device emits an audible and visual alarm when the set parameters are reached and thus informs the user of an alarm (e.g. "!!! Paw high"). The device has alerted as specified. Ignoring any alarms can lead to harm to the patient. The ventilation parameters must be individually adjusted to the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that three patients developed a pneumothorax after treatment. Note: a separate case was opened for each patient. Therefore, three separate reports will be submitted. The device has no UDI as an UDI was not required at the time the device was manufactured.